Event description:
It was reported per field service report: pump was on pt. Symptom - battery not holding charge past 10 minutes. Findings/actions taken: biomed charged console overnight, ran on battery mode. Console ran 10 minutes, screen scrambled, shut down and came back on and alarmed system error 4 (10). Replaced battery and ran pump for 1 hour with no system error 4 (10). Passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.